Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that customer attempted to reset the pump, an unspecified malfunction alarm occurred and pump would not turn back on. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 395 mg/dl.